Manufacturer narrative:
Additional manufacturer narrative - the device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding the clinical observation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of a 29mm mitral bioprosthetic valve that required valve in valve intervention due to stenosis after an implant duration of 12 years 10 months. The patient received implant of a 29mm transfemoral valve within the existing valve. The procedure was successful and the patient was noted as stable.